Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -9/+1.5/57 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens had tore during injection/delivery into the eye due to the lens had became stuck in the cartridge/injection system. Intraoperatively the lens was removed with no patient injury. On (B)(6) 2022 a replacement lens of the same length was implanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).